Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an electrical fault alarm while connected to an ac adapter and a battery. The patient attempted to disconnect the ac adapter and replace it with a battery, but this did not resolve the alarm. The patient changed to two new batteries, also not resolving the alarm. Finally, the patient disconnected the driveline of the pump, which resolved the alarm. There have been no further issues and pump parameters remained normal. The patient was brought to the clinic for assessment. The ventricular assist device (vad) coordinator was requested to assess the driveline connection and the correct orientation of the ¿rubber boot¿ driveline cover, which the coordinator was able to verify both were secure and correct. The pump remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported event was confirmed via log file analysis which revealed that 6 electrical fault alarms were logged on (B)(6) 2018 from 22:23:19 through 22:31:22. The electrical fault alarms were logged as a result of an open phase on the rear stator. 1 vad disconnect alarm was logged on (B)(6) 2018 as a result of physical disconnection of the driveline from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, a possible root cause can be attributed to multiple factors including but not limited to contamination by foreign material of the driveline connector or a marginal driveline connection. If information is provided in the future, a supplemental report will be issued.